Event description:
Alignment guide screw would not move to adjust cutting block causing case to be terminated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation discovered that the threads were not seized, but rather the tongue/groove portion of the bottom of the head of the thumb screw and the mating two tongue/groove tabs of the conical body. There was substantial galling of these two components due to what appears to be a bending load to the tibial guide portion of the instrument (that sticks out from the axis of the rest of the instrument). There was no evidence of material or manufacturing defects that could have contributed to the failure of this instrument. A two-year search of the complaint database found no prior reports for this product code. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.